Event description:
No change.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. MFR report # 3015967359-2026-99147. Supplemental rationale: corrected data: b5, h6, h11, 4 previously reported events were included in this follow-up record. Product return status: 4 devices had status: testing of device from same lot/batch returned from user. Evaluation findings (results/components): 4 devices: no findings available / part/component/sub-assembly term not applicable. Product disposition: 4 devices: product not received.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events 4 events were reported for this quarter. Product return status: 4 devices had investigation types that have not yet been determined. Evaluation findings (results/components): 4 devices: results pending completion of investigation / part/component/sub-assembly term not applicable. Product disposition: 4 devices: product disposition is not yet determined. Additional information: 4 devices were labeled for single-use. 4 devices were not reprocessed or reused.

Event description:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Events occurred between (B)(6) - (B)(6) 2025. This report summarizes 4 events for the failure: fracture. 4 events had imaging required.